Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The needle mechanism did not fully deploy as intended during activation. The patient's blood glucose levels were not elevated and the pod was worn for less than an hour.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The device was connected to a master pdm and was reset. The device went through first and second priming sequences and then was deactivated, with no abnormalities in the data. No physical damages were observed to the drive mechanism that would contribute to the rotational sensor error. No other damages or manufacturing deficiencies were found during the investigation.